Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis was performed on the monitor. The power source and telephone cord were returned. The monitor passed the bench power up test with good supply. The full debug mode test was successful and was verified. The final conclusion revealed no defect was found.

Event description:
It was reported by the patient that the remote monitor was not receiving power. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.